Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to under-sensing and inadequate capture. There were also recorded episodes of high ventricular rate due to over-sensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.